Event description:
Co has completed an evaluation into the events described in the medwatch reports and concluded based on the manufacturing history that these events are not attributed to the device. The ra/qa dept in conjunction with manufacturing verified the manufacturing batch record history for the lot. The following test check were performed and documented for the lot. There were no non-conformances during the 100% manufacturing process air leak test related to burst balloon or leaks. No defects were found during the qc final visual insepction and functional test on sample size of 32 units (inflated with 2.0 cc of air for 45 minutes) and another sample size of 5 units inflated with 2.0 cc of saline for 15 minutes) according to m- "device final inspection procedure". The life expectancy of lot no n- is june 2004, which is 3 years after the manufacturing date. Co doesn't anticipate any increase in the failure rate of this lot. These are the first 2 events reported for this lot and all happened with the same pt and hospital. No pt injury occurred. Unfortunately, this could not be further investigated to identify the root cause of the event since the product was not returned by the user and could not be confirmed. Co made arrangements with the hospital and co personally visited and hospital on 4/17/03. Co met with the vp of risk mgmt and went ahead to test the two products. The two devices latex balloons were inflated with air and saline as defined in the prouduct directions for use. The inflated balloons were left inflated and it was seen that both began deflating after approx 1 minute. However, the leak was not observed coming from the latex balloon. The units were then immersed in alcohol and a very small leak was observed coming from the "y" connector to tubing bond area. The unit were then inflated with saline and a small droplet of liquid was observed coming out of the "y" to tubing joint. The bonding area was visually observed and no defects such as incomplete bonds, cracks, gaps or holes were found. The bond area looked clean as stated in the product had been pre-tested before use with no leaks detected. On the same date of the visit co called the office of the physician that used the product and confirmed that the product had been pre-tested with no defects. The physician indicated that he has been using this product for over 19 years without and that this was the second incident he is faced and none had resulted in death or serious injury to the pts. However co has re-opened the complaint and completed another evaluation into the events described in ther medwatch report and concluded based on the manufacturing, complaint history and investigation from the 4/17/03 visit and testing of the product that there was not sufficient evidence to conclude that these events can be directly attributed to the device to perform as intended. As part of co's system to communicate, quality problems to operators, immediately upon return from the hospital visit on 4/18/03, the plant mgr and ra/qa director convened a meeting with all of the operators responsible for assembling this product line and explanied the purpose, reported events and results of the investigation related to the two reported events and were informed about all of the details on the importance bonding and product testing (training record dated 4/18/03 is attached for your reference). As indicated in the 4/1/03 memo, co doesn't anticipate any increase in the failure rate of this lot. These are the first 2 events reported for this lot and all happened with the same pt and hospital. No pt injury occurred. Unfortunately, this could not be further investigated to identify the root cause of the event since the hospital wants full custody of the product and would not allow taking the product out of the hospital for further investigation into the root cause. Co has recorded this report in co's complaint system and will continue to monitor for any trends.

Event description:
Pruitt irrigation occlusion catheter inserted for clotted a/v graft - balloon on catheter deflated causing blood to spray over operative field. No adverse outcome to pt.